Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a gastric procedure, the band eroded and had to be removed. A new band was not placed. There were no other reported patient complications.